Manufacturer narrative:
Evaluation summary: the fortrex 0.035in otw pta balloon catheter was received for evaluation. No ancillary devices or cine images from the procedure were received. The device was received in a post-inflation state. The exterior of the balloon chamber was covered with sanguine residue. A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed: a steady stream of sanguine tinted fluid that turned clear was observed exiting the distal end of the dilatation catheter. A 0.035¿ guidewire was loaded through the distal tip of the dilatation catheter and navigated out the proximal hub with ease. A 10cc water filled syringe was attached to the inflation lumen of the y-manifold: a vacuum was able to be pulled and maintained. A 20cc water filled syringe with manometer was attached to inflation lumen of the y-manifold and the balloon chamber was inflated to its nominal pressure of 8atm. The dilatation catheter was able to maintain nominal pressure. The dilatation catheter was inflated to its rated burst pressure of 14atm. The dilatation catheter was able to maintain its rated burst pressure. A vacuum was drawn, and the balloon chamber was able to be fully deflated. If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported a balloon burst occurred. No patient injury was reported. A different balloon was used to complete the procedure.